Manufacturer narrative:
The insulin pump passed operating current, unexpected error test, displacement test but compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. The pump was unable to perform the occlusion, prime and excessive no delivery test due to compromised force sensor system alarm. The pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose level of 353 mg/dl. The customer had symptoms such as headaches. Customer's blood glucose value was 254 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2016. Troubleshooting was performed. The drive support cap appeared flushed. The product was returned for analysis.